Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 continuous glucose monitor to the ilet while the dexcom app continued to display glucose readings, indicating the sensor and transmitter were functioning but the ilet pairing failed. Symptoms included no adverse clinical effects and no changes in blood glucose control. Outcomes included no injury and no need for medical intervention or hospitalization. Investigation included guided troubleshooting with power cycling, bluetooth toggle, and re-entry of the transmitter pairing code to restart the pairing process. Investigation of this case revealed a communication or connectivity issue between the ilet and the cgm transmitter that was resolved to the extent that pairing was able to be re-initiated, with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue related to device-to-device communication.